Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. (B)(4). Additional information was requested, and the following was obtained: as daughter stated, her father reported that has bulging in the area of the initial hernia repair and pain and they were not sure if the mesh implanted was one that was recalled. The patient¿s daughter stated that her father had the surgery in new york and has an appointment with a doctor next week. Attempts are still being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a hernia repair in 2005 and the mesh was implanted. The patient is experiencing bulging in the area of the initial hernia repair, potential herniation recurrence at the site and pain. The patient is going to need a hernia repair repeated at the same site. The patient has not been to his doctor yet. Additional information has been requested.